Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported events of lead dislodgement and inadequate shock could not be confirmed. The reported event of failure to extend the helix was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient was admitted to hospital after receiving inadequate high voltage (hv) therapy. X-ray imaging was performed and revealed the right ventricular (rv) lead had become dislodged. The rv lead was explanted and replaced to resolved the event. Upon explant, the physician also noted the helix of the rv lead would not extend. The patient was in stable condition.